Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels had dropped to 30 mg/dl while wearing a pod. It was reported that the patient had given themselves too much insulin. Once at the hospital the patients pod was removed. The patient was treated with insulin via syringe. The patient is currently in the hospital at the time of this call. It should be noted the patient also had parkinson's disease and addison disease.